Manufacturer narrative:
The device was deactivated prior to completion of the priming sequence. Inspection of the device found no issues capable of preventing the deployment of the needle.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the cannula did not deploy. The pod was worn for less than an hour and no adverse patient impact was reported.